Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while the device was being applied on the stomach during resection, the device was able to fire, but it stopped working during formation of the staple line and the staple line was incomplete proximally. To remove the instrument, the surgeon tried to fire it again by pressing the blue button but it was impossible. They retracted the blade with the grey button and open the jaws normally. To resolve the issue and complete the case, they opened a manual device. The surgical time was extended more than 30 minutes. There was no patient injury.